Event description:
S [situation]: during angiogram coil partially deployed itself prior to deploying the coil. B [background]: renal artery embolization. A [assessment]: coil noted to be not working properly. R [response]: took that coil completely out and put new coil in.